Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2017, the patient noted a rise in their white blood cells count (wbc) to 14.2 secondary to a driveline infection (addressed in ((B)(4)) and the related bacteremia .the patient was asymptomatic and did not present with any other clinical symptoms. The patient was not treated for the mentioned event and their wbc fell back into normal range by (B)(6) 2017. It was noted that upon admission the patient was put on chronic outpatient IV antibiotics via peripherally inserted central catheter (PICC) and was transitioned to new IV therapies during admission and discharged home with resolved bacteremia. The patient is noted to be stable with clear cultures on new suppressive antibiotic therapy for the addressed driveline infection. The patient was discharged home from the hospital on (B)(6) 2017. No additional information provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A specific cause for the patient's driveline infection and rise in white blood cell count could not conclusively be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.